Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient felt the patient notifier vibrate and presented to the clinic for a check. Upon interrogation, the defibrillator exhibited high impedance values from the monitoring limit. Sequential readings in clinic noted in range measurements. No intervention or additional information was reported.